Event description:
It was reported the device was dropped and display was cracked. The device was was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release is contaminated. Battery contacts are compressed. Upper and lower cases, both bail covers, ring cover, and battery drawer are broken. Display lens is broken. Lead flex cover and battery flex are corroded. The ring is bent.